Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. No complaint was stated against this component. Although attempts have been made, the product has not been returned for eval. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00057, 00059. The event occurred in (B)(6).

Event description:
.